Event description:
It was reported that the ventilator generated a technical error code during ventilation. No more information was available. There was no patient¿harm. Manufacturer's ref. #: 1020852.

Manufacturer narrative:
According to the information provided by the technician, our technician never was on site. No more information was provided regarding which technical error was generated, context of the issue or the caused of the it. The cause to the reported issue has not been determined. A correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name - previous brand name: servo-u, corrected brand name: base unit servo-u. D4 ¿ version or model # - previous version or model #: servo-u, corrected version or model #: 6694800. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).